Manufacturer narrative:
Batch review performed on 27 may 2019: lot 171726: (B)(4) items manufactured and released on 26-jul-2017. Expiration date: 2022-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant revised (not marketed in us): cup: versacem 01.27.46cmb double mobility metal back cemented ø 46, lot 177458: (B)(4) items manufactured and released on 18-dec-2017. Expiration date: 2022-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event ((B)(4)).

Event description:
Revision surgery performed 1 year after primary due to infection. Cup and liner have been removed, the pathogen is unknown.